Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, during the attempted implant of this right ventricular (rv) lead, the lead exhibited noise and high, out-of-range pacing impedance. Another lead was successfully implanted. No adverse patient effects were reported.